Event description:
It was reported that the battery remaining in this device has decreased from 15% in may down to 8% at the last follow-up. Also, upon interrogation, the programmer had a red screen message which technical services believes to be a battery depletion error message. Technical services advised further follow-up and to consider device replacement. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased from 15% in may down to 8% at the last follow-up. Also, upon interrogation, the programmer had a red screen message which technical services believes to be a battery depletion error message. Technical services advised further follow-up and to consider device replacement. There were no adverse patient effects.